Event description:
The customer reported error code e238 during an inspection involving an olympus camera head. No patient involvement was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.